Manufacturer narrative:
Repeatability test results suggested sample pipetting issues. It was found that the sample probe was "very" dirty. A high number of sample probe and sample short alarms were observed on the alarm trace data. These alarms suggest pre-analytical issues. The sample probe was replaced. After the replacement, the customer had no further issues. The event was consistent with pre-analytical handling issues. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas c 503 analytical unit. The initial result was 112 umol/l. The repeat result was 10.4 umol/l.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).